Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not load correctly. The hospital did not report any patient effects. A replacement device was used to complete the procedure. Refer to MFR report #s 2242352-2012-00326 and 2242352-2013-01368 for the related reports.

Manufacturer narrative:
The device was returned to the factory for evaluation. It shows no signs of clinical usage and no evidence of blood. Visual inspection determined that the delivery device was returned outside the loading device. The tension spring assembly and the seal were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).